Event description:
Account said the head section would not go up. The manual pump was hard. Account found a defective valve, possibly from fluid on top of the valve. Account cleaned the valve and reinstalled to resolve this issue.